Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 106 mg/dl. The customer had already done a set change but does not want to return the infusion set or the reservoir set back for analysis. A new reservoir was sent to the customer. No further assistance needed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.